Event description:
It was reported that air bubbles were observed within an undefined location. Customer performed a supply change to address the issue. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection to address their bg.